Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event.

Event description:
The customer reports that the proximal y connector is leaking nutrition. Also, the closure cap of the medication port does not remain closed. There was no patient harm.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.